Manufacturer narrative:
Additional information: d4 ¿ lot number, h4 ¿ device manufacturer date the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the insulating insert at the distal end of the resection sheath has become detached. The insulating insert provided is not an original olympus ceramic insulation but a component made of unknown plastic, which was attached using an unknown adhesive. This indicates that an unauthorized third-party repair was performed on the resection sheath and the event/incident was therefore attributed to use error. Also, there are signs of corrosion and a hairline crack visible on the seating of the yellow sealing. This type of damage is typically caused by inadequate/insufficient reprocessing and thus can also be attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.